Event description:
It was reported that the patient presented in hospital after receiving a shock. Interrogation revealed that the patient was in ventricular tachycardia. Atp was unsuccessful and a shock was delivered. The shock accelerated the rhythm into vf. Another shock was delivered successfully and the patient returned to sinus rhythm. Medical treatment was prescribed and follow up was scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.